Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This reported event is on the same patient involving two separate products and associated with MDR # 1225714-2013-00647.